Manufacturer narrative:
Outcomes attributed to adverse event, corrected data:the initial report inadvertently did not check this as an outcome.

Manufacturer narrative:
.

Event description:
It was reported that the patient had been in and out of the hospital since (B)(6) 2014. It was reported that she was in the hospital on (B)(6) 2015 for attempting to commit suicide. She has not been to see her vns treating physician since before december, and the hospital will not allow her to see the physician to get her vns checked. The physician¿s office reported that the patient cancelled her last appointment. Good faith attempts for additional, relevant information have been unsuccessful to date.